Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was evaluated. And it was observed, that the system was operating properly and accurately. Functional testing was performed. And it was observed, that the device passed all tests. The operation and attachment of the holding arm to the bedrail was working properly. The reported condition was confirmed. Since no issues were found with the system or device, it was determined, that improper mounting of the robot to the bedrail most likely occurred. Therefore, the assignable root cause was determined, to be due to improper handling by the user.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, robotic assisted base station device, (B)(6) 2023. UDI: (B)(4).

Event description:
It was reported during a total knee arthroplasty procedure, it was observed that the robotic-assisted solution satellite station device, holding arm had fallen backwards off of the bedrail and onto the theatre floor. It was reported that prior to the beginning of the procedure, all checks were made in order to ensure that the holding arm/clamps were properly tightened and in the right position. It was reported that neither the patient nor the surgical field was affected by the fall of the holding arm. It was reported that the holding arm was put back into place and the procedure was completed without issue. It was reported that the device was being used with a robotic assisted base station. It was reported that there were no delays and the procedure was successfully completed. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported.